Event description:
It was reported that the device had an unexpected battery depletion with normal use. It was also reported that the patient was 100% ventricular paced and 96% atrial paced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4): the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.